Event description:
A (B)(6), male, pt, contacted zoll customer support to report that there were wires exposed on the belt trunk cable connector. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Eval summary: device eval of electrode belt sn (B)(4) has been completed. The reportable problem (damaged cable or wires exposed) was confirmed. Upon investigation, the electrode belt's trunk cable connector was missing from the trunk cable. The root cause of the missing trunk cable connector was unable to be positively determined, but was likely caused by excessive force. No adverse event resulted from the missing electrode belt connector. The pt received a replacement electrode belt.